Manufacturer narrative:
Follow-up information received from consumer on 03-aug-2015 the consumer´s date of birth was updated. Her weight was (B)(6) and height was (B)(6). Essure 205 was inserted 2 months after pregnancy (postpartum state). After insertion, she used depo-provera as back contraception. Three months after insertion, hsg was done and showed that tubes were blocked. According to her, since 2005 she experienced nonstop bleeding, pain, headaches, migraines. She also had nonstop bacterial vaginal, metal taste and smell, anxiety attacks, bloat stomach all the time, bad acne on face. She could not lose weight. No diagnostic tests were performed. On (B)(6) 2008, hysterectomy was done for the nonstop bleeding and pain (she was hospitalized to have a hysterectomy). She recovered from essure removal procedure. The surgical pathology report described a 1.5cm twisted metal wire present within the left cornu, consistent with iud (assumed as essure) remnant. This was removed with some difficulty as it was embedded into the myometrial wall superiorly. Sections through the myometrium revealed a similar metal remnant within the right cornu. Clinical finding was reported as menorrhagia. The diagnosis from pathology was chronic cervicitis, inactive phase endometrium, very focal adenomyosis and iud remnant. According to her, the outcome of the events headaches, migraines, smell and taste metal, anxiety attacks, bacterial vaginal, cannot lose weight, bloat stomach all the time and acne on face was not recovered/not resolved. She believed the bleeding and pain were caused by the essure, or the device contributed to the issue. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who experienced non-stop bleeding and pain problems after essure insertion. She was submitted to a hysterectomy preserving her fallopian tubes and ovaries. The pathology report revealed a 1.5cm twisted metal wire within left uterine cornu and similar metal remnant within the right cornu and essure was embedded into the myometrial wall superiorly. Consumer wondered where were the rest of the coils (regarded as suspicion of device breakage). The reported events are listed, according to essure's reference safety information; except for device breakage which is listed according to product technical analysis (ptc). After essure insertion abnormal genital bleeding and menses pattern changes may occur. In this particular case, although limited information was provided; considering event's nature causality with the suspect insert cannot be excluded. Regarding consumer's suspicion of device breakage, essure insert has approximately 4 cm in length (with 36 coils). When the insert is properly placed, it spans in the utero-tubal junction with 3 to 8 trailing coils visible in the uterine cavity (thus, a portion of the coil remain in the region of uterine cornua). If essure removal is necessary, linear salpingotomy or salpingectomy should be performed; in addition, a cornual resection may be required. In this case, consumer stated her fallopian tubes were preserved during hysterectomy. Considering essure location, the pathology report would be the result expected due to the type of surgery performed (only a portion of the device located in uterine cornua and the remnant portions probably stayed in fallopian tubes). Based on the available information causality with essure cannot be excluded. This case was considered an incident due to required intervention and hospitalization. The performed ptc analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# (B)(4)) in united states on (B)(6)2015. She had essure (ess205) (fallopian tube occlusion insert), lot number 12277837, inserted on (B)(6) 2005. Consumer reported that she had essure coils placed and had non-stop bleeding/pain problems, that brought her to a hysterectomy in 2008, leaving her ovaries and fallopian tubes. In addition, according to consumer's surgical pathology report, there was a 1.5 cm twisted metal wire present within the left cornu, revealing a similar metal remnant within the right cornu. Consumer was wondering, if she still has her fallopian tubes and the essure coils measure 1.5", where were the rest of the coils with the pet fibers. Product technical complaint (ptc) investigation result was received on (B)(6) 2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc local number (B)(4) and ptc global number (B)(4). Final assessment: lot number 12277837 is invalid. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly to confirm that all parts are accounted for. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We were unable to confirm any quality defect or device malfunction at this time. The possibility of the micro-insert breaking during the procedure is an anticipated event. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The ae case refers also to a product quality issue. Neither valid batch number nor a complaint sample was available for further technical investigation. The ae case refers to batch no. 12277837, which is invalid according to the rqu. The technical assessment concluded unconfirmed quality defect. The reported adverse events are known possible undesirable events and not indicative of a quality deficit per se. No valid batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible in summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who experienced non-stop bleeding and pain problems after essure insertion. She was submitted to a hysterectomy preserving her fallopian tubes and ovaries. The pathology report revealed a 1.5cm twisted metal wire within left uterine cornu and similar metal remnant within the right cornu. Consumer wondered where were the rest of the coils (regarded as suspicion of device breakage). The reported events are listed, according to essure's reference safety information; except for device breakage which is listed according to product technical analysis (ptc). After essure insertion abnormal genital bleeding and menses pattern changes may occur. In this particular case, although limited information was provided; considering event's nature causality with the suspect insert cannot be excluded. Regarding consumer's suspicion of device breakage, essure insert has approximately 4 cm in length (with 36 coils). When the insert is properly placed, it spans in the utero-tubal junction with 3 to 8 trailing coils visible in the uterine cavity (thus, a portion of the coil remain in the region of uterine cornua). If essure removal is necessary, linear salpingotomy or salpingectomy should be performed; in addition, a cornual resection may be required. In this case, consumer stated her fallopian tubes were preserved during hysterectomy. Considering essure location, the pathology report mentioned by the consumer would be the result expected due to the type of surgery performed (only a portion of the device located in uterine cornua and the remnant portions probably stayed in fallopian tubes). Follow-up information will be requested to clarify if this was the mechanism of the event; however based on the available information causality with essure cannot be excluded. This case was considered an incident, since an intervention was required for event's treatment. The performed ptc analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit.

Manufacturer narrative:
Follow-up from 18-sep-2015: no new clinical information. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who experienced non-stop bleeding and pain problems after essure insertion. She was submitted to a hysterectomy preserving her fallopian tubes and ovaries. The pathology report revealed a 1.5cm twisted metal wire within left uterine cornu and similar metal remnant within the right cornu and essure was embedded into the myometrial wall superiorly. Consumer wondered where were the rest of the coils (regarded as suspicion of device breakage). The reported events are listed, according to essure's reference safety information; except for device breakage which is listed according to product technical analysis (ptc). After essure insertion abnormal genital bleeding and menses pattern changes may occur. In this particular case, although limited information was provided; considering event's nature causality with the suspect insert cannot be excluded. Regarding consumer's suspicion of device breakage, essure insert has approximately 4 cm in length (with 36 coils). When the insert is properly placed, it spans in the utero-tubal junction with 3 to 8 trailing coils visible in the uterine cavity (thus, a portion of the coil remain in the region of uterine cornua). If essure removal is necessary, linear salpingotomy or salpingectomy should be performed; in addition, a cornual resection may be required. In this case, consumer stated her fallopian tubes were preserved during hysterectomy. Considering essure location, the pathology report would be the result expected due to the type of surgery performed (only a portion of the device located in uterine cornua and the remnant portions probably stayed in fallopian tubes). Based on the available information causality with essure cannot be excluded. This case was considered an incident due to required intervention and hospitalization. The performed ptc analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit. No further information is expected.

Manufacturer narrative:
Follow-up received on 24-oct-2015: this case has been identified during monitoring of postings an FDA hosted docket website (FDA-2014-n-0736-1707), which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015. She had essure placed in 2005 in a doctors office it was considered a non surgical procedure. She was out within 45 minutes to an hour after placement. By 2008 she had a hysterectomy performed too, non stop heavy painful bleeding that went on for 7 months straight. Therefore the event previously reported was updated to non stop bleeding/menorrhagia/non stop heavy painful bleeding. She informed that they left her ovaries and fallopian tubes and from her pathology report. It makes her wondered if they got the whole essure/pet fibers removed as it stated that a piece of metal was removed on both sides with difficulty as they where embedded into the myometrial wall. She still has fibromyalgia that the joint/body pain gets intolerable (previously reported as pain problems), headaches, migraines daily, anxiety, depression, yeast and bacterial vaginal infections that did not seem to clear up no matter what she does. Also she has bad bloating, weight issues and bad acne she never had before essure was placed. Reporter considered the events possibly related to essure. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who experienced non stop bleeding/menorrhagia after essure insertion. She was submitted to a hysterectomy preserving her fallopian tubes and ovaries. The event pain problems was deleted since consumer stated that she experienced fibromyalgia that the joint/body pain gets intolerable (non-serious and unlisted). The pathology report revealed a 1.5cm twisted metal wire within left uterine cornu and similar metal remnant within the right cornu and essure was embedded into the myometrial wall superiorly. Consumer wondered where were the rest of the coils (regarded as suspicion of device breakage). The reported events are listed, according to essure's reference safety information; except for device breakage which is listed according to product technical analysis (ptc). After essure insertion abnormal genital bleeding and menses pattern changes may occur. In this particular case, although limited information was provided; considering event's nature causality with the suspect insert cannot be excluded. Regarding consumer's suspicion of device breakage, essure insert has approximately 4 cm in length (with 36 coils). When the insert is properly placed, it spans in the utero-tubal junction with 3 to 8 trailing coils visible in the uterine cavity (thus, a portion of the coil remain in the region of uterine cornua). If essure removal is necessary, linear salpingotomy or salpingectomy should be performed; in addition, a cornual resection may be required. In this case, consumer stated her fallopian tubes were preserved during hysterectomy. Considering essure location, the pathology report would be the result expected due to the type of surgery performed (only a portion of the device located in uterine cornua and the remnant portions probably stayed in fallopian tubes). Based on the available information causality with essure cannot be excluded. This case was considered an incident due to required intervention and hospitalization. The performed ptc analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit. No further information is expected.